Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an "optical sensor failure" alarm was generated. All the connections were checked, the sensor connector was disconnected and then reconnected as indicated on the help screen of the iab pump (iabp). This was done twice unsuccessfully. The emergency service specialist explained to the customer to switch over to the fluid fill transducer and that was done without incident. A good arterial waveform was seen and therapy continued with no further alarms from the console. There was no reported injury to the patient.

Manufacturer narrative:
Additional communication received from the customer on 26-september-2018 stated the catheter would not be returning for evaluation. From: [blank], to: historical data analysis. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy an "optical sensor failure" alarm was generated. All the connections were checked, the sensor connector was disconnected and then reconnected as indicated on the help screen of the iab pump (iabp). This was done twice unsuccessfully. The emergency service specialist explained to the customer to switch over to the fluid fill transducer and that was done without incident. A good arterial waveform was seen and therapy continued with no further alarms from the console. There was no reported injury to the patient.